Event description:
Patient had undergone a surgical procedure. The procedure was complete. The staff rolled the patient to his right side to place the roller board under the patient to transfer the patient to a stretcher. The table abruptly shift to the side and then collapsed with a staff member under the table. The remaining staff were able to support the patient and safely transfer the patient to a stretcher. The patient was not injured. The staff member was taken to the ER for evaluation, treated and released. The table has been taken out of use and has been sequestered. The surgical table was manufactured by image diagnostics, inc., (B)(4). Phone number (B)(4). The model number is idi 100uc. Lot number d100-1940b. Serial number (B)(4). Catalog number 1874. FDA safety report ID# (B)(4).